Manufacturer narrative:
See MDR 1920664-2007-01436 for the delivery device used with this lens.

Event description:
The lens did not exit the inserter correctly, and the haptic bent going into the patient's eye. The lens was removed and replaced.